Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. However, the manufacture date and device history record review is available. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Since the device is not returned, a root cause of the issue cannot be determined. It is presumed that the dx board failed because the parts on the board accidentally broke down. The dx board performs sdi signal generation and output, and it is presumed that no signal was output from the sdi terminal due to the failure of the board.

Manufacturer narrative:
Through telephone triage troubleshooting, the olympus technical assistance service department confirmed there was an issue with the cv-190's sdi out ports being defective. The customer confirmed that they sent the device into the olympus national service center for further evaluation and repair. At the time of this report, the product had not been received.

Event description:
The customer called in to report during preparation for use, the serial digital interface (sdi) port 1, the evis exera iii video system center image doesn't display and an "sdi 1 in- no sync" error displays on the monitor. The user reported there was no patient involvement at the time of the error.